Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
As reported: "left revision hip replacement surgery. Surgeon comment: patient complained of 'squeaking.'" An alumina head and liner were revised to a biolox head and sleeve and a poly insert.